Event description:
It was reported by the affiliate that the (1) ems was used during a laparoscopic hernia procedure. It was reported that the device jammed and broke. The case was completed with another instrument and there was no consequence to the pt.